Event description:
During routine maintenance the x-ray beam was found to be out of tolerance. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The x-ray beam was adjusted back into tolerance. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.